Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring additional ballooning. Device issue: no device malfunction has been reported. It was reported that the pt was an ami case. The target lesion was the mid lad. Another company's guiding catheter was engaged, another company's guide wire crossed the lesion, then the thrombus was aspirated. A timi-ii was confirmed. Pre-dilatation was performed and the 2.5 x 15 mm minivision was implanted at 9 atm and 14 atm. The stent was deployed successfully. The procedure was completed with no other pt effects. A few hours later, sub acute thrombosis was occurred and poba was performed in the lesion that the mini-vision implanted and reflow was confirmed. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - pt effects of stent thrombosis and additional therapy/non-surgical treatment are addressed in the IFU as potential adverse effects associated with coronary stenting procedures. There was no report of any device malfunction at the time of the stent implantation and the thrombosis was successfully treated with balloon angioplasty. It should be noted that the mini vision's IFU warns that there are increased risks of using the sds in, "pts who have experienced a recent (less than one week) acute myocardial infarction." However, a conclusive root cause for the reported effects, and the relationship to the device, if any, could not be determined.